Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 557 mg/dl. Troubleshooting was performed. The customer stated that she was short for acting insulin and was feeling nausea, leg cramping, and shortness of breath. The programming, time, and date were correct. Ran a fixed prime and the insulin exited. Performed a high pressure test and passed. The customer stated that recently she was diagnosed with celiac disease, which is making caloric intake more difficult and she quickly reacts to glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.